Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2014 with the following findings: the power complaint could not be duplicated. A review of the pump¿s black box data revealed multiple unexplained pump reboots. During testing, the pump powered on and a power loss was not observed. The battery cap was not returned with the pump, and a test cap was used to complete the investigation. The test cap was able to fully secure onto the pump. There was no visible damage to the battery compartment, with no evidence of moisture inside. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump case was observed to be cracked. The leak test failed due to a cracked pump case. The pump was opened and moisture was found on internal components of the pump. Unrelated to the initial complaint, the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that there was evidence of moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.